Event description:
Literature: kang dw, kim hy, chang jw. Cerebral ischemia related to globus pallidus internus stimulation for cervical dystonia. Stereotact funct neurosurg. 2011;89(4):201-204. Summary: the authors describe an unusual complication associated with deep brain stimulation (dbs) of the globus pallidus internus (gpi). Reportable event: the patient was a (B)(6) male with a 5-year history of progressive cervical dystonia that was unresponsive to medical treatment. He underwent bilateral dbs of the posteroventral gpi. After test stimulation, the patient developed temporary hypertension, left facial weakness, as well as dysarthria and hemiparesis of the left side. Magnetic resonance imaging showed a small infarct in the right posterior internal capsule. There was no misplacement of the microelectrode. Four weeks after the cerebral ischemic event, pulse generators were implanted into subcutaneous pouches in the right and the left subclavicular regions under general anesthesia. Three months after this surgery, the patient still had difficulties with fine motor movements, but he was slowly improving.

Manufacturer narrative:
It was not possible to ascertain specific device information from the article or to match the events reported with previously reported events. Soletra ipg: unknown serial number. Lead: lot number unknown.